Manufacturer narrative:
The product was not returned for analysis; the lens was discarded. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens (iol) implantation surgery, the haptic was twisted and deformed while loading the iol in the cartridge. The surgery was completed on the same day using another lens. There was no patient contact. Additional information was received stating that the trailing haptic was twisted.